Manufacturer narrative:
Dean elterman, naeem bhojani, christopher vannabouathong, bilal chughtai and kevin c. Zorn. "Large, multi-center, prospective registry of rezum water vapor therapy for benign porostatic hyperplasia," urology. 165, 2022. Https://doi.mg/10.1016/j.urology.2022.02.001..

Event description:
It was reported to boston scientific via an article published in urology that a retrospective review was conducted of patients who had undergone water vapor therapy procedures for treatment of lower urinary tract symptoms secondary to benign prostatic hyperplasia. This study sought to determine the safety and efficacy of these procedures in patients with varying prostate gland sizes. The medical record of 229 patients who underwent water vapor therapy procedures at two different facilities from april 2019 to december 2020 were reviewed. The mean prostate volume was 71.5 ml (range 20-160 ml). 83 subjects had a prostate volume greater than or equal to 80 ml , 55% had a median lobe, 17% had a prior episode of urinary retention, and 7% had a urinary catheter for treatment of urinary retention in place at the time of the water vapor therapy procedure. All procedures were performed as out-patient procedures. The patients had been given standard analgesia in the form of intravenous propofol, an additional 44 patients received transrectal ultrasound-guided prostate blocker, and 10 patients received self-administered methoxyflurane (penthrox). The mean procedural duration was 4.8 minutes with a mean of 11 injections being administered. The mean duration of post-procedure catheterization was 9.8 days. Further follow-up visits were scheduled at 1 month, 3 month, 6 month, and 12 month intervals. Following the procedure, seven patients required further intervention. Two patients requested to have a second water vapor therapy procedure 1.5 years after the first procedure. Two patients required cystoscopy to loosen adherent necrotic tissue. Two patients required cold-loop transurethral resection of the prostate to remove necrotic tissue that was causing obstruction in the prostatic fossa or bladder. Lastly, one patient underwent a photoselective vaporization of the prostate procedure. Overall, patients experienced improvement in their international prostate symptom scores, international prostate symptom quality of life scores, uroflowmetry, post-void residual volume, and benign prostate hyperplasia impact index (bphii) scores. There were no statistically significant changes in the international index of erectile function-15 or the male sexual health questionnaire for ejaculatory dysfunction scores.

Manufacturer narrative:
Dean elterman, naeem bhojani, christopher vannabouathong, bilal chughtai and kevin c. Zorn. "Large, multi-center, prospective registry of rezum water vapor therapy for benign porostatic hyperplasia," urology. 165, 2022. Https://doi.mg/10.1016/j.urology.2022.02.001. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with a water vapor therapy procedure as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported to boston scientific via an article published in urology that a retrospective review was conducted of patients who had undergone water vapor therapy procedures for treatment of lower urinary tract symptoms secondary to benign prostatic hyperplasia. This study sought to determine the safety and efficacy of these procedures in patients with varying prostate gland sizes. The medical record of 229 patients who underwent water vapor therapy procedures at two different facilities from april 2019 to december 2020 were reviewed. The mean prostate volume was 71.5 ml (range 20-160 ml). 83 subjects had a prostate volume greater than or equal to 80 ml , 55% had a median lobe, 17% had a prior episode of urinary retention, and 7% had a urinary catheter for treatment of urinary retention in place at the time of the water vapor therapy procedure. All procedures were performed as out-patient procedures. The patients had been given standard analgesia in the form of intravenous propofol, an additional 44 patients received transrectal ultrasound-guided prostate blocker, and 10 patients received self-administered methoxyflurane (penthrox). The mean procedural duration was 4.8 minutes with a mean of 11 injections being administered. The mean duration of post-procedure catheterization was 9.8 days. Further follow-up visits were scheduled at 1 month, 3 month, 6 month, and 12 month intervals. Following the procedure, seven patients required further intervention. Two patients requested to have a second water vapor therapy procedure 1.5 years after the first procedure. Two patients required cystoscopy to loosen adherent necrotic tissue. Two patients required cold-loop transurethral resection of the prostate to remove necrotic tissue that was causing obstruction in the prostatic fossa or bladder. Lastly, one patient underwent a photoselective vaporization of the prostate procedure. Overall, patients experienced improvement in their international prostate symptom scores, international prostate symptom quality of life scores, uroflowmetry, post-void residual volume, and benign prostate hyperplasia impact index (bphoo) scores. There were no statistically significant changes in the international index of erectile function-15 or the male sexual health questionnaire for ejaculatory dysfunction scores.